Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed externally and the estimated blood loss was less than 50cc's. Dialyzer head was cracked. Pt had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.